Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard femoral component, catalog#: ni, lot#: ni, unknown vanguard tibial bearing, catalog#: ni, lot#: ni. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent initial right knee arthroplasty. Subsequently, the patient underwent a tibial revision due to unknown reasons approximately seven (7) years, five (6) months. The femoral component was left in place. New tibial components, including a locking bar, were implanted. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.